Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient called in to know about compatibility with evolv technology security systems. Husband said that it used rf, so security system guidelines were reviewed back, rf, and rf ablation (rf ablation is not recommended). Patient says that she "feels a little different" yesterday and today. Patient didn't explain further what "feeling different" meant. Patient wanted to know if she might feel different because she walked through the "evolv" security gate. It was reviewed back that they would only expect that it might increase stim sensation temporarily, and if settings are high, it might feel like a jolt or shock. Patient wanted to know if pulse width and frequency would be affected and it was reviewed that it's just a "feeling" not necessarily a physical change in settings. The patient was directed to look at their settings and the patient confirmed the settings are the same as before and didn't change: on, ok, set at 3.3v and 3.1v. The patient was redirected to their healthcare provider. No further complications were reported or anticipated with this event.